Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, all information appeared in symbols. An error message was noted prior to the end of the session. Device functioned normal and re-installment of firmware was discussed. Patient was stable.

Manufacturer narrative:
Correction: - the implant date should have been (B)(6)2014 rather than (B)(6)2018.